Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that cre wireguided balloon dilator was used in esophagogastroduodenoscopy (egd) procedure involving an adult patient (patient age, sex, weight and ID are unknown). According to the complaint, during the procedure, after the completed the case, the balloon did not fully deflate and was eventually cut in order to remove the balloon from the scope. There were no patient complications and no adverse event occurred.

Manufacturer narrative:
The lot number is unknown. Therefore, the lot expiration and device manufacture dates are unknown at this time. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The complainant indicated that the device was disposed at the site and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4). Disposed of at site.